Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they have no ac power or led. There was no reported adverse patient impact.

Manufacturer narrative:
Device is a prototype unit and that we would not be shipping it back.